Event description:
It was reported that the customer was hospitalized for having high blood glucose levels (379mg/dl), and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.